Event description:
Additional information was received from the consumer through a manufacturing representative and a health care provider (hcp). The consumer was very concerned that the pump was not working properly (despite rotor study and indium study coming back normal). The patient first started experiencing the return of spasticity symptoms on (B)(6) 2016. The cause of the patient's return of spasticity symptoms was not determined. The x-rays, dye study, and nuclear medicine study were negative. The dose was decreased, pump explanted, and a new pump was implanted. Symptoms were improving but had not resolved prior to pump replacement. The consumer was able to hear the pump the pump ticking when there was little ambient noise. She recalled times when the ticking would suddenly speed up.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a an unknown dose rate via an implantable pump for intractable spasticity and cerebral palsy. It was initially reported by a company representative that the patient has had a return of spasticity in the last few months despite gradual dose increases. It was further noted as having been unknown how long the spasticity had been present. The date (B)(6) 2016 is considered an approximate date of event. It was believed that there were no issues with the pump's logs or with volume discrepancies. A dye study and roller study revealed no issues. The healthcare provider was considering performing an indium study. A nuclear med study had been scheduled on (B)(6) 2016 with results pending. As of 2016-08-11 the cause of the issue remained unknown and actions/interventions to resolve the issue were in progress. No surgical intervention was performed and it was unknown if surgical intervention was planned. The patient was without injury regarding their status as of 2016-08-11. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On (B)(6) 2016 it was reported that a ticking sound was coming from the pump. The patient was noted as having reported hearing his pump ticking and on (B)(6) 2016 a company representative was currently hearing the ticking sound. It was being considered that the mechanism was similar to a watch ticking so the noise was thought to be normal. It was however further reported that the patient's pump was on a simple continuous dose (sc) mode and it was felt that the ticking was not always on the same speed. It was being considered that in sc mode it should be very consistent. The patient did not have a personal therapy manager (ptm). They had been increasing the pump dose due to the patient having reported an increase in spasticity. An increase in spasms occurred. It was unknown of when the patient felt the ticking was faster. It was also unknown if the patient was hearing the ticking all of the time, or if the patient was now just paying more attention to it since he experienced a return of symptoms, or whether it started sounding differently recently. On 2016-08-16 it was further reported that results of a nuclear med study revealed normal pump/catheter function. The physician was suspecting that the return in spasticity could be due to high dose toxicity. The plan was to decrease the dose and re-evaluate. On (B)(6) 2016 it was reported that the pump was replaced on (B)(6) 2016. A company representative indicated that upon meeting with the patient's mother before the case, she voiced concern about the ticking sounds she had been hearing. It was stated that the ticking noise was much faster at times despite the pump being programmed to deliver at a continuous dose. The pump was turned over to the company representative for return to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.